Event description:
45 y.o. Female underwent a laparoscopic assisted vaginal hysteroctomy on 2/23/93. The linear stapler was used during this procedure. Her post-op course was stable and the patient was discharged on 2/27/93. The patient was readmitted on 3/12/93 with complaints of abdominal pain, swelling and fluid in the abdomen. On 3/23/93 she underwent and insertion of a rt. Nephrostomy tube. The diagnosis of a rt. Ureteral fistula was made and believed to have been caused by the use of the linear stapler on 2/23/93. The patient will need eventual reconstruction of the right ureter.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.